Event description:
The customer obtained an unexpected vitros trop I es result from a single patient sample processed on the vitros 5600 system. The affected sample result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unconfirmed if the patient underwent a cardiac catheterization based on the affected result. The customer¿s vitros system is setup for repeat testing if the result is greater than a pre-set value. A corrected report was not issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that an unexpected vitros trop I es result that did not breach the reportability criteria was obtained from a single patient sample while using the vitros 5600 system. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There is no evidence to suggest that an instrument or reagent related issue contributed to the event.